Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation surgery with two 405cc mentor memorygel breast implants experienced bilateral silent rupture post procedure. As a result, patient had an explantation on (B)(6) 2019. This report is for the right sided device. See 1645337-2019-23462 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received, the mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During visual analysis of the sample was found a crease in the anterior and posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).